Event description:
It was reported the patient had and unknown mesh implanted on (B)(6) 2013. On (B)(6) 2014, the patient experienced pain with sexual intercourse and was tender over the upper border of the mesh. On (B)(6) 2014, the patient was given a letter for her general practioner to prescribe estrogen creme to be used twice weekly. No further complications were reported in relation to this event.